Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had a tape like substance. The following was received by the initial reporter: this report is about defective packaging. The polybag contained a tape-like substance.

Manufacturer narrative:
H6: investigation summary: bd received a 24 gauge insyte autoguard blood control pro device from lot 2336530 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the packaging was unsealed near the distal end of the device. Upon closer inspection, the engineer identified extra material in the packaging that prevented the seal from forming completely. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the packaging process. Excess material or paper was found in the seal preventing the package from being sealed completely.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reproted that the bd insyte¿ autoguard¿ shielded IV catheter had a tape like substance. The following was received by the initial reporter: this report is about defective packaging. The polybag contained a tape-like substance.